Manufacturer narrative:
The investigation of the returned coil system found the implant stretched from the proximal end to the distal section and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but stretching is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported a venous embolization case. The physician advanced glide catheter to target area. Physician attempted to insert coil on his own. Distal tip of coil advanced beyond catheter. Coil detached on its own when physician attempted to recapture it. Glide catheter removed with detached coil inside. The staff verified the coil was intact upon removal. Coil in catheter was removed by manually pulling distal end of coil out of catheter. Coil began to unravel upon removal out of glide catheter. Glide catheter checked for abnormalities, flushed and reinserted. Multiple coils were inserted and successfully deployed. It was a successful venous embolization. No injury to the patient.